Event description:
It was reported that the pump touch screen was delayed in responding to touch and at times not responding "as intended" to touch input. There was no adverse impact to the customer's blood glucose level. Reportedly, the customer reverted to using an alternate pump for insulin therapy until the replacement pump arrived.